Event description:
It was reported that the patient underwent a posterior spinal fusion from t3 to l2 where rhbmp-2/acs was used on (B)(6) 2006 . It was reported that the patient sustained unspecified injuries following implantation of rhbmp-2/acs. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near the implant site.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in approximately 2004, when the patient was (B)(6), he began having moderate back problems. Shortly thereafter, he was diagnosed with kyphosis. On (B)(6) 2006, the patient underwent back surgery. Rhbmp-2/acs was used in the patient during the surgery. After surgery, he was in grievous pain after surgery and has been in pain ever since. The patient had a total of approximately three to four post-operative visits with the surgeon. The patient had a 24-inch scar down the middle of his back from the surgery performed. In approximately 2007, the patient slowly began losing feeling in both of his legs. Because of the back surgery performed, the patient still suffers from grievous pain.